Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the drawer failed to stay closed and it seemed like the magnet might not be working. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device drawer failed to stay closed. A field service engineer (fse) found auxiliary drawer 2 with a missing magnet in latch bolt. Further, the fse replaced defective latch bolt and tested in hardware test application (hta) to resolve the issue. The system functioned as intended after the field service engineer repaired the device.